Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and upgraded the operational software to the current revision. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the ventilator generated an error indicating the graphical user interface board (gui) reset. The ventilator was not on a patient at the time of the event.